Event description:
The hospital reported a possible leakage issue with an mps disposable delivery set. The perfusionist reported the device had a blood-to-water leak. The device was discarded by the hospital and was not returned to the manufacturer for analysis. There were no pt complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.